Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box revealed that the data from the date of the complaint had been overwritten. The complaint was unable to be duplicated or confirmed during the investigation. The current black box showed no evidence of a short battery life. No battery or cartridge cap was returned so all testing was performed with test caps. The current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the pump powered with a test battery cap to a dim and discolored display. The battery compartment threads were found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.